Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) around (B)(6). The contact states they believe the pump and pump supplies cause the dka. While in the hospital the customer received fluids and insulin intravenously. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.

Manufacturer narrative:
In addition to what was initially reported.